Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Upper and lower case halves are broken. Ventricle output connector and connector nut are missing. Both bail covers are broken. Battery drawer has tool marks. Keyboard window is scratched. Main printed circuit board is out of electrical specification.

Event description:
It was reported the atrial terminal was broken and there was case damage. The device was returned for repair. No patient involvement was reported.